Manufacturer narrative:
The zoll catheter will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There is no malfunction of the device nor is there any report of injury to the vessel.

Event description:
On (B)(6) 2016 at 5pm, a (B)(6) female patient weighing (B)(6), suffered a st-elevation myocardial infarction (stemi). The patient arrived at the hospital at 6:43pm via emergency medical services. The patient's temperature (at 7pm) prior to the ivtm therapy was 37.1°c. Anti-shivering medication was administered before cooling temperature management began. The thermogard console was set to a target temperature of 32°c. A zoll quattro catheter was inserted at 7:10pm, into the left femoral vein. Following the insertion of the catheter, it was reported that at 7:16pm, the patient experienced a ventricular fibrillation (vf). The patient received a shock and the event ended a minute later. The event was reported to have been resolved without sequelae. It was reported that it possible that the guidewire could have touched the right side of the patient's heart, contributing to the arrhythmia. It was also noted that the event could have been related to the patient's acute anterior stemi. At 9:04pm that evening, the patient reached target temperature. Catheter was removed on (B)(6) 2016, at 12:30pm.